Event description:
It was reported to philips that the tempus pro failed self test with the error message "can't locate mpm application. Exp reapply latest sw" a user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.